Event description:
It was reported that this implantable lead was part of the system revision due to surface infection. Reportedly, the patient had a small hole to allow the pocket to continue draining then the patient went to the emergency room (ER) and the physician decided to close the pocket using the sutures. There were no additional adverse patient effects reported. The implantable lead was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned for analysis. The allegation against the product was not confirmed as the reported allegations of infection were known inherent risk of device. Analysis of the returned product was not able to provide relevant information for infection-related allegations.

Event description:
It was reported that this implantable lead was part of the system revision due to surface infection. Reportedly, the patient had a small hole to allow the pocket to continue draining then the patient went to the emergency room (ER) and the physician decided to close the pocket using the sutures. There were no additional adverse patient effects reported. The implantable lead was explanted.